Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath, after a peripheral interventional procedure. Reportedly, after successful needle deployment the needle plunger was retracted but it was noted that during pulling the needle plunger back the suture broke. The vessel was re-wired and the proglide device was removed. A second and third proglide device were used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide instructions for use indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The two other perclose proglide devices referenced are being filed under a separate medwatch MFR number.